Manufacturer narrative:
Follow-up #1 date of submission 05/24/2016 device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: a review of the black box data showed a call service 006 alarm, indicating ¿end of life¿ for the 2020 pump time/date setting 2 min post (B)(6) 2015@11:58pm. A ¿discontinuation letter notification¿ was sent to animas 2020 customers on 12/2012 explaining the end of support of animas 2020 pump and upgrade options. The time and date was set out of end of life settings and the pump successfully performed the ez prime steps. The pump was exercised for 24 hours with no issues. The pump cover was removed and no internal damaged was found. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a 006-0001 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.